Event description:
Reportedly, this ring was explanted after approximately an 11 month implant duration due to mitral regurgitation, coronary artery disease, congestive heart failure, hypertension, and atrial fibrillation.